Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (half filled) easypump ii lt 270-54-s in open packaging. The received sample was taken to a visual examination. We detected no damages or other deviations. As-received condition the white clamp was closed and the patient end connector was closed with the original wing cap. Further on, we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Afterwards the pump was filled with nacl 0.9 % up to the nominal volume (270 ml) and a functional test respectively a leak test was carried out. The pump did work immediately (solution was running). Leakages was not detected at the sample. Flow rate test: nominal: 5 ml/h actual: 6.5 ml in 1 h; 12.9 ml in 2 hrs; ml 139.9 ml in 26 hrs. A slow flow (as described by the customer) could not be determined. The received sample is within our specifications. Hence we assess this complaint to be not justified.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from (B)(6) to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no infusion. Drug: 5 fu pfizer.